Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the right femoral artery in 62-year-old male patient undergoing high-risk percutaneous coronary intervention (hrpci). The patient¿s clinical state prior to initiation of support was scai stage c shock. During support, the patient had elevated ldh levels and darker urine when he was not receiving diuretics. Hemolysis was suspected by the physician due to ongoing ECMO and impella support. Flow was decreased on both devices in an effort to mitigate hemolysis. Pump position was confirmed to be appropriate on imaging, and the patient had adequate cvp. No anatomic cardiac abnormalities were identified, blood products were not required, and repositioning did not resolve the issue. The patient remained stable, was successfully weaned, and survived to explant. The event of hemolysis appears clinically associated with mechanical circulatory support and may have been influenced by the concurrent use of ECMO. Hemolysis is also a known risk associated with impella cp as described in the instructions for use (IFU).

Manufacturer narrative:
D4: added UDI. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Additional information: the following information was received: the product was not kept for return. Hemolysis resolved with decrease in extracorporeal membrane oxygenation (ECMO) flows. Investigation summary: interaction with blood/ hemolysis: the cause of the hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis.